Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported hypoglycemia of 47 mg/dl. The event involved product(s) unk_sensor, mmt-1884, mmt-332a and mmt-243a. Troubleshooting was performed and the discrepancy between the sensor glucose value of 160 mg/dl and blood glucose value of 47 mg/dl was not within the target range. It is unknown whether the customer was using the insulin pump system within 48 hours of reported low blood glucose event. It is unknown whether the automode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return required for unk_sensor, mmt-1884, mmt-332a and mmt-243a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 2 of 2 medwatch reports regarding this event.